Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an abs-8981-12s oats 2.0 single-use set was received with a dull tip on the handle and not sharp, and the internal plunge was stuck/too tight. Then, another abs-8981-12s oats 2.0 single-use set from the same lot was opened, and the same issue occurred. The case was completed successfully using force and a bigger mallet to mallet the disposable to downsize the allograft. When force was applied through the graft, they were concerned that the graft would break or the device would go through. There was no impact on the patient. This was discovered during an oat procedure on the elbow procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The complaint allegation was confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure has been attributed to an issue with the supplier manufacturing process. For details, refer to ncr-27165.